Manufacturer narrative:
Device manufacture dates: monitor: 09/12/2017, battery: 09/09/2019. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged monitor case) has been confirmed. Upon investigation the monitor failed incoming functional testing. The monitor's electrode belt connector was broken free from the monitor enclosure, partially unplugging connector j1001 from the ca board. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor. Battery pack sn (B)(4) was returned and evaluated at the distributor in accordance with procedures recommended by zoll manufacturing corporation. The battery pack was able to power a monitor, but was unable to charge. The cause of the failure was not positively identified, but was possibly a defective benchmarq chip. The root cause for the defective chip could not be positively identified. No adverse event resulted from the defective battery.

Event description:
A us distributor reported that a patient's monitor case was damaged and battery pack was unable to charge.